Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that upon opening the package, I discovered the tip of the micro-catheter was split. I opened a new set for use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows an assembled microintroducer. The distal end of the microintroducer sheath is observed to be jagged with small tears. No use residue or blood can be discerned on the microintroducer. No other damage can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.